Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge. Receiver turn on with system check passed. The receiver download found no issues.performed "try it" test and drop test for intermittency audio: passed.receiver functional test: passed all relevant testing.the customer's complaint was not confirmed for receiver intermittent audio due to receiver passed tests.the reported event of an intermittent audio output was not confirmed. A root cause could not be determine